Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the tight and calcified anatomy resulted in the reported difficult to advance and the reported kink; thus resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a tight and calcified lesion in the common femoral artery via a cross-over technique. During advancement into the femoral artery, resistance was noted with the anatomy and the 5x100 mm absolute pro self expanding stent system (sess) stent became kinked. During attempted deployment, the thumbwheel was blocked and the stent partially deployed. Therefore, the device was removed and a new, same size absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.